Manufacturer narrative:
Date received by manufacturer was not entered in additional report-1 and has been corrected in additional report-1.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to establish connection with external devices. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced.